Event description:
The physician was making the initial groove into cataract with reprocessed phaco tip. The tip snapped in half and impaled itself in the central nucleus of the lens. The tip was removed with forceps. A new tip -not reprocessed -abs kelman 30degree flared attached to instrument. A metal shaving found at paracentesis and removed. No harm came to the pt because the incident occurred early in the case when a large portion of the lens was still in the eye to protect the rest of the occular structures from damage. Potential for permanent damage -loss of vision- if the incident had occurred later in the procedure as metal tip could have impaled in retina. No harm to this pt.